Event description:
As reported, the patient had an initial right tka on (B)(6) 2017. The patient complained of pain and was revised on (B)(6) 2024 due to a recalled poly and loose femur. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
D10 concomitant devices (B)(6), - 02-020-11-0350 - truliant ps cem fem ps cem right sz 5, (B)(6), - 02-022-45-5040 - truliant tib fit tray cem sz 5f / 4t, (B)(6), - 200-07-35 - advanced patella 35mm 3 peg implant, (B)(6), - 201-78-15 - holding pin mini sharp point 4 pk, (B)(6), - 201-78-18 - holding pin headless no ribs w/30 deg pt 4 pack, (B)(6), - 521-78-23 - threaded pin size 2.3 collared 2pk, (B)(6), - 521-78-31 - threaded pin size 2.6 collarless 2pk. The product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the revision reported may be the result of femoral loosening and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the femoral component to the bone, may have lead to loosening at the cement-implant interface; however, this cannot be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.